Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for hi display. The expected fasting blood glucose test result range is 80-150mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call on (B)(6) 2019, a blood test was performed by the customer and produced test results of 340 and 275mg/dl fasting using true metrix meter. The test strip lot manufacturer's expiration date is 06/28/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).

Event description:
Consumer reported complaint for hi display. The expected fasting blood glucose test result range is 80-150mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call on 02/04/2019, a blood test was performed by the customer and produced test results of 340 and 275mg/dl fasting using true metrix meter. The test strip lot manufacturer's expiration date is 06/28/2020 and open vial date is 1/8/2019. The meter memory was reviewed for previous test result history: result 1:hi date: 2/4/2019 time: 12:22 pm fasting result 2:229mg/dl, date: (B)(6) 2019, time: 1:03 pm, fasting; result 3:329mg/dl, date: (B)(6) 2019, time: 3:04 pm, fasting; result 4:151mg/dl, date: (B)(6) 2019, time: 10:27 am, fasting; result 5:154mg/dl, date: (B)(6) 2019, time: 10:26 am, fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #: (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI#: (B)(4). Note: manufacturer contacted customer on 2/14/2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.